Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fibre bonding in the outer tube area (distal end), and foreign material in light guide cable (llk) plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional malfunction damaged fibre bonding in the outer tube area (distal end) was traced to component failure, and probable cause of foreign material in light guide cable (llk) plug of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.